Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Based on normal lead resistance measurements and passing electrical testing, the allegation of high pacing threshold was not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance during suturing. With fluoroscopic confirmation, it showed that the lead had been pulled back. Subsequently, this lead was explanted and a new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance during suturing. With fluoroscopic confirmation, it showed that the lead had been pulled back. Subsequently, this lead was explanted and a new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance during suturing. With fluoroscopic confirmation, it showed that the lead had been pulled back. Subsequently, this lead was explanted and a new lead with different model was implanted. No additional adverse patient effects were reported.